Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Consumer (friend of end user) states the top of the inner leg with cable assembly is cracked.